Event description:
Customer reported that the insulin pump alarmed failed battery test; he changed the battery several times and was getting no delivery alarms. Contacts are not missing or damaged, the battery compartment and spring are not damaged or corroded. Customer was advised to clean the battery cap contacts and insert a new battery; he did not receive a failed battery test. Nothing further reported. Blood glucose value was 310 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.